Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation and will provide a follow up report upon completion this. Product background: the 900pt290e chamber as part of the 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in alaska reported that a 900pt290e autofill chamber with adapter was found to have overfilled above the maximum water level line during use. The healthcare facility also reported that the the water feedset tube had become disconnected from the autofill chamber, and their staff attempted to reconnect it using an IV catheter-like instrument, placing the tube back into the chamber. The chamber was then filled entirely with water. There was no patient consequence.

Event description:
A healthcare facility in (B)(6) reported that a 900pt290e autofill chamber with adapter was found to have overfilled above the maximum water level line during use. The healthcare facility also reported that the water feedset tube had become disconnected from the autofill chamber, and their staff attempted to reconnect it using an IV catheter-like instrument, placing the tube back into the chamber. The chamber was then filled entirely with water. There was no patient consequence.

Manufacturer narrative:
(B)(4). Product background: the 900pt290e chamber as part of the 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint autofill chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the water feed set tube of the autofill chamber was torn and reconnected by attaching a syringe needle to the feed set and injecting the needle into the chamber. The healthcare facility also reported that their staff attempted to reconnect the tube using an IV catheter-like instrument, placing the tube back into the chamber. The chamber was then filled entirely with water. Conclusion: without the return of the complaint device, we are unable to confirm the cause of the reported event. Based on our knowledge of the product, it is possible that the water feed set tubing was subjected to an external force. In addition, the reconnection by the customer bypassed the float system of the chamber, which caused the overfilling of the chamber. Every autofill chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber. Any chamber that fails this test is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions state the following: - "use of non-approved accessory could impair performance or compromise safety." - "do not use the autofill chamber if it has been dropped or been allowed to run dry as this could lead to the chamber over-filling." - "do not use the autofill chamber if the water level rises above the maximum water level line as this may lead to water entering the patient's airway." - "for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective." - "avoid contact with chemicals, cleaning agents, or hand sanitizers."